Event description:
It was reported that the procedure was to treat a moderately calcified right posterior tibial artery. During the removal of the command 18 guide wire resistance was felt with the non-abbott support catheter and it was noted the polymer coating was stripping off separating from wire; however, remained in the guiding catheter. The guiding catheter was removed with the separated polymer coating. Guide wire did remain in one piece. There was nothing left in the patient. Another guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation and peeled/delaminated could not be confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.